Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: we started a covid/flu buffer run that showed a weak amplification on a1 and was therefore displayed positively. A weak amplification can also be seen at the very end of b9, but it starts to slope too late to be displayed as positive. The max is clean (was swabbed before installation), new cartridges were used, newly unpacked racks were used, everything was prepared with gloves and absolute cleanliness was observed. Nothing was added to the buffer tubes. Db is attached.

Manufacturer narrative:
(B)(6). PMA/510(k)#: k111860, k130470. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" result. Customer reported that they are receiving a false positive result on the bd. Sars-cov-2/flu assay. Service reports that contamination was detected in the laboratory. Bd max instrument (B)(6) is within bd specifications. Review of device history record for instrument serial number, (B)(6) is not required because this complaint is due to an environmental contamination issue and does not allude to a manufacturing or supplier issue. Service history review was performed for the instrument (B)(6) and no additional work order was observed for the complaint failure mode reported. No samples were returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is unconfirmed due to the issue being due to workflow. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found producing a false positive result. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: we started a covid/flu buffer run that showed a weak amplification on a1 and was therefore displayed positively. A weak amplification can also be seen at the very end of b9, but it starts to slope too late to be displayed as positive. The max is clean (was swabbed before installation), new cartridges were used, newly unpacked racks were used, everything was prepared with gloves and absolute cleanliness was observed. Nothing was added to the buffer tubes.